Manufacturer narrative:
Bci field service engineer (fse) replaced the autogloss tubing and the level sense bead, then verified repairs.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the synchron lxi 725 system's cap piercer wick was not getting lubricated with autogloss and that the linear pump tubing appeared to be the cause of the leak. No effect to patient or user was reported in connection with this event.